Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was occluded. The following information was received by the initial reporter with the following verbatim it was reported by customer that the filter was clogged and bubbles in line.